Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the unit was beeping and alarming prior to use on the cardiosave hybrid intra-aortic balloon pump (iabp). No patient involvement was reported.